Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that remote monitoring of the cardiac resynchronization therapy defibrillator (crt-d) system noted a red call doctor icon on the communicator, and this crt-d had not connected with the communicator since (B)(6) 2025. It was noted that the patient received new remote monitoring equipment approximately a week later but had yet to contact patient services for assistance with setting up the monitor again. This crt-d remains in service. No adverse patient effects were reported.